Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation, contamination on capacitor c19 on the pca caused the high voltage to travel to low voltage circuitry. The high voltage caused thermal damage to the board and caused resistor r45 on the ca board to open. Contamination was also found on transformers t2 and t3. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was causing a service code (charge profile faults).